Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the illuminator and lamp due to error 48245. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the illuminator for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error 48245 and power cycle could not fix the issue. Tse guided the customer to replace the lamp, but they were not convenient to try it. The procedure was completed with the backup illuminator with no reported injury.